Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing and not staying on the vessel. Another device was used to complete the procedure. There was no patient consequence.